Manufacturer narrative:
Date sent: 10/1/2007. Evaluation summary: the analysis results found that the device was returned with the clamping and firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, not allowing the clamping mechanism to function as intended. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap sigma procedure, the device did not fire at all. A new device was used to complete the case. There was no reported patient consequence.